Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it was confirmed that the samples were discarded. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3: issue: customer is finding holes in the tubing causing chemo leaks. Customer explained they prime under the hood and have not found the issue there. Upon taking the chemotherapy to the patient, a leak is noted causing a chemo spill. They examined the sets and noted holes in the tubing like the tubing was not formed correctly. The chemotherapy spilled on floor with no contact to anyone not protected, but did require spill kits for cleanup. No injury reported.